Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display due to vertical cracks on the lcd controller. Unable to verify the critical pump error due to the constant blank flashing white light on the display. The pump was received with minor scratches on the lcd window, a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay and a keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error and the display has a white screen. The customer's blood glucose reading was unknown at the time of incident. No further details provided.